Event description:
2024 (B)(6) mpxr 1168071 (hcp/rep): information was received from a healthcare provider (hcp) via a company representative (rep)an unknown source regarding a patient who was receiving dilaudid (hydromorphone) (60 mg/ml at 9 mg/day) via an implantable pump for unknown indications for use. It was reported tha the patient stated that her pump had residual volume at the time of her last refill. The healthcare provider (hcp) requested analysis of pump, due to possible premature battery depletion. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. However, the pump was replaced. The patient weight and medical history were asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
8637-20 pump: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative (rep) and confirmed with the physician indicated that the cause of the battery depletion was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.